Manufacturer narrative:
Concomitant therapies: wellbutrin, melatonin, calcium supplements, esterc, and zyrtec. Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of hard nodules and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance with a frequency of 5 or more events are listed in order of prevalence: lack or loss of correction, inflammatory reaction at the injection site, skin rash, bleeding at the injection site, allergic reaction, infection at the injection site, migration, paresthesia, vascular occlusion, necrosis at the injection site, abscess at the injection site, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress. Inflammatory reaction at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, blister, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the health care professionals included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess.

Event description:
Patient reported they were injected in the cheek and jawline with 2 syringes of juvederm ultra plus xc (lot#s h30la60283 and h30la60479) and 2 syringes of juvederm voluma xc. Three months later patient developed "solid, really hard nodules" and their doctor suspects "biofilm." Almost four weeks after the symptoms began the patient was treated with a 2 week course of oral "antibiotic therapy." Symptoms are ongoing. Patient was taking multivitamins, move free, wellbutrin, melatonin, calcium supplements, esterc, and zyrtec at the time of injection. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00667 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2017-00668 (allergan complaint #(B)(4)). This MDR is being submitted for juvederm ultra plus xc (lot # h30la60479).